Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus, showing an error for the refrigerator. A field service engineer (fse)had determined the problem was due to a loss of communication between the router and the board. After the board was replaced, the device was successfully detected and then fse configured the new board and logged into the hardware test application to verify functionality. All tests were completed successfully, confirming that the device was operating as expected. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator was down and failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.